Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the ultrasite started leaking during infusion of doxorubicin. The product leaked chemotherapy. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). One used sample of a single straight ultrasite valve, without packaging was returned for evaluation. The remainder of the extension set was not returned. The reported defect was confirmed and attributed to a vertical crack in the threads of the ultrasite valve. In addition, the iso luer taper test was performed on the ultrasite valve with passing results. The exact root cause of the reported incident cannot be determined at this time. If additional pertinent information becomes available a follow-up report will be filed.